Manufacturer narrative:
Insulin pump received with cracked and bleeding lcd glass. Unable to perform the displacement due to physical damaged to lcd glass. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the device was dropped and the screen is damaged. Report does not state whether the reservoir is able to lock into place or not. The customer¿s blood glucose level at the time of the incident is unknown. No further details or information available. The device will be returned for analysis.